Event description:
It was reported by the perfusionist that they had been called to the unit after the initial complaint of drain task incomplete. The intra-aortic balloon pump (iabp) alarmed for helium loss 2 alarms and for blood in the helium driveline tubing of the intra-aortic balloon (iab). As a result, dr. Sultan came to bedside and removed the iab without issue. The patient is stable with no need for an increase in vasoactive support and a second iab was opted not to be inserted. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. The iab bladder had a full thickness abrasion, which caused blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. Device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time. Other remarks: for related complaint involving the same patient and event see: MDR #3010532612-2019-00402 and tc #1900072899, MDR #3010532612-2019-00404 and tc #1900072907.

Manufacturer narrative:
(B)(4). Other remarks: for related complaint involving the same patient and event see: MDR #3010532612-2019-00402 and (B)(4), MDR #3010532612-2019-00404 and (B)(4).

Event description:
It was reported by the perfusionist that they had been called to the unit after the initial complaint of drain task incomplete. The intra-aortic balloon pump (iabp) alarmed for helium loss 2 alarms and for blood in the helium driveline tubing of the intra-aortic balloon (iab). As a result, dr. Sultan came to bedside and removed the iab without issue. The patient is stable with no need for an increase in vasoactive support and a second iab was opted not to be inserted. There was no report of patient complications, serious injury or death.